Event description:
It was reported that the lead was explanted and replaced due to externalized conductors. No further information is available. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: externalized conductors due to internal insulation abrasion were noted at 10.1-15.0cm from the distal tip. Internal insulation abrasion was noted at 35.0-35.2cm from the distal tip. The etfe coating was intact at these locations.